Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 430 mg/dl which was not coming down as she was not receiving insulin. Therefore, she tried to treat it with manual injection/via pump and on (B)(6) 2020, she changed her infusion, but on (B)(6) 2020, the patient was hospitalized with blood glucose level 528 mg/dl due to diabetic ketoacidosis. Reportedly, the patient had a little bit of irritation at the site. Therefore, when the infusion set was removed from the body it was found that the cannula was bent. During hospitalization, she received humalog injections as corrective treatment. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.